Manufacturer narrative:
On 17-oct-2024, further investigation was performed on fenestrated bipolar forceps instrument. Initial findings were confirmed and there was no fragment identified. It was observed that the other end of the broken grip cable had retracted down the instrument, into the main tube. Disassembly of the instrument showed slack in the cable inside the wrist confirming the cable retracted. The broken cable was pulled back up to its normal position and it was observed that both sides of the broken cable lined up. There did not appear to be any missing pieces.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a wire of the fenestrated bipolar forceps instrument broke. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was detached from the instrument and will not be returned for failure analysis investigation.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The product has not been returned for evaluation as of the date of this report. Therefore, failure analysis of the product related to the complaint cannot be performed.